Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Investigation results are as follows: visual inspection was performed and no visual damages were observed. A review of the archive was performed and a warning 1 (low battery warning) and user advisory (ua) 17 (max motor on time exceeded during active operation) messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint that the autopulse platform displayed a "low battery" message. Warning 1-low battery warning is an indication that there is less than 5 minutes of active operation left. A probable cause attributed to this warning is that the battery needs to be charged. Ua 17 is an indication that the autopulse did not reach the target depths specification. Probable causes attributed to this failure are either hardware or software issues, damaged load cells or a bad battery with a low charge status. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint was unable to be replicated. It was however, found that the clip of the load cell amp was broken and fell off easily. After replacement of the load cell amp, the platform passed all testing criteria. Based on the investigation, the parts identified for replacement were the battery connection cable and the load cell amp. In summary, the customer's reported complaint was confirmed through review of the archive as warning 1-low battery warning and ua 17 messages were observed on the reported event date, advising the user to replace the battery. Please note that the two li-ion batteries that were used with the autopulse were returned for evaluation, however no issues were found. The batteries passed all testing criteria. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the customer's reported complaint. Therefore a root cause could not be determined.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a device check, the autopulse platform displayed a "low battery" message while in use with two fully charged autopulse li-ion batteries. There was no report of any patient involvement. No further details were provided .